Manufacturer narrative:
(B)(4). The exact date is unknown but the patinet was hospitalized at the end of (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13b07048 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4)6.

Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The patient's catheter was removed and hemodialysis was initiated. The patient was treated with unspecified antibiotics and recovered from the peritonitis. No additional information is available at this time.